Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice during initial drain. The technical service representative explained the alarms, advised to disconnect the home patient and start over with new supplies. Proper procedures per the user manual were reviewed with the caller. The sample was discarded and lot number was unknown. No patient injury or medical intervention was reported at the time of the initial report.